Manufacturer narrative:
Other text: additional information is provided in h.6. Visual evaluation shows plunger flippers stuck partially open, plunger lever is stiff and hard to press down. Functional testing was conducted and the syringe plunger sensor and the plunger assembly not operating as intended. Complaint was confirmed as the plunger flippers of the left plunger case were not operating as intended. They were stuck partially open in addition to the plunger lever being stiff and hard to press down. The customer caused the event by incorrectly assembling the plunger assembly. The check clutch error could not be duplicated; however, the intermittent alarm is most probably caused due to the lead screw, clutch spring and clutch halves not operating optimally. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump assembly and drive train are defective. No injury reported.